Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced backflow. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 34 years of age, the gender is female, and the weight is 190 lbs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation. The investigation is currently underway. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced backflow. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 34 years of age, the gender is female, and the weight is 190 lbs.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The device was returned for evaluation. The investigation is unconfirmed for backflow. A definitive root cause could not be determined. The device is labeled for single use. H10: g4. H11: h2, h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5608062 implantable port allegedly experienced backflow. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the gender is female, and the weight is (B)(6) lbs.